Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation revealed lead noise on the left ventricular lead. Previous remote transmission on (B)(6)2018 also showed similar episodes of noise physician decided to monitor the patient.

Event description:
New information noted that the patient presented for a device exchange procedure. The left ventricular lead was attached to the new pacemaker. Programming changes were made to address the noise. Patient was stable.